Event description:
Kendall healthcare rec'd report from kendall australia on 03/27/00, that during a thoracentesis procedure air was noted to be leaking into the pleural space of pt. No pt injury was noted.